Manufacturer narrative:
Reliability analysis evaluated 1 opened reservoir. Inspected reservoir, snap cap, and septum for anomalies. None were found. Ran occlusion test as follows: reservoir filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a 7xx pump. Performed infusion set. Installed reservoir and connector into a 7xxpump. Performed catheter tip. Conclusion: reservoir not occluded. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a faulty reservoir. The customer's blood glucose reading was 429 mg/dl. The customer stated that there was a no delivery alarm. The customer stated that the no delivery alarm was recurring. The customer was advised to clear the alarm with the escape and act buttons. The customer was advised to disconnect the tubing and reservoir, and then reconnect the tubing and reservoir. The customer was advised to replace the plunger and manually push the plunger to verify insulin exited the tubing. The customer stated that insulin did not exit. The customer was advised to return the infusion set and reservoir.